Manufacturer narrative:
A visual examination of the returned device found three blue and one white un deployed bands on the ligator head however, the bands overlaped each other on the ligator head assembly. The teeth on the ligator head were found damaged. The deployment thread was found intact with the ligator head assembly but was not broken. The proximal end of deployment thread remained attached to the loop at the distal end of trip wire. The deployment thread was cut during investigation for observation as it was initially found entangled on the trip wire assembly. The trip wire on the handle assembly was found broken and was kinked at multiple locations. A functional evaluation to deploy the bands using the handle assembly could not be conducted due to the broken trip wire. A functional check of the handle found that the handle knob was able to turn to take up slacks and there was an audible click heard at each complete turn. It is likely that anatomical/procedural/operational factors caused the teeth to damage inadvertently, therefore hindering the deployment activity of the bands by causing the bands to stack up/overlap on the ligator head assembly. Based on this evaluation, although the exact root cause of the complaint could not be determined at this time, the most likely root cause of 'operational context' is selected for the complaint. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophagogastroduodenoscopy (egd) banding performed on (B)(6), 2011. According to the complainant, during the procedure, they successfully deployed the first two bands however, when an attempt was made to deploy a third band, the band would not deploy off the ligator head. Upon removal of the device it was noticed that the bands were entangled amongst each other on the ligating tip. The physician considered the case to be complete at this point and no further treatment was necessary. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used during an esophagogastroduodenoscopy (egd) banding performed on (B)(6), 2011. According to the complainant, during the procedure, they successfully deployed the first two bands however, when an attempt was made to deploy a third band, the band would not deploy off the ligator head. Upon removal of the device it was noticed that the bands were entangled amongst each other on the ligating tip. The physician considered the case to be complete at this point and no further treatment was necessary. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.